Event description:
This MDR is being filed as exposed material. It was reported that during re-treatment in 2006 with a urethral bulking implant, the doctor observed exposed material. The date of the initial implant was 2005. Re-treatment details include treatment volume per side of 1ml, using the transurethral approach with a rate of injection of 60 seconds. The needle was held at injection site for 90 seconds at the 3 o'clock position 1.5cm below bladder neck. The needle was imbedded to shoulder and no coaptation noted. In 06, the exposed material was removed cystoscopically. It was noted that the size of the exposed area was 7 to 10mm at bladder neck/bladder floor. There were no patient complications prior to re-treatment. Two months later the doctor stated patient was experiencing persistent incontience. The dotcotr scoped patient and removed more material and left other exposed material behind. Another cystoscopy will be scheduled at a later date to assess healing.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and cohesive mass of the resulting implant require specific attention to theinjection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinincal investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents.